Manufacturer narrative:
Correction: this complaint is a duplicate of MFR#: (B)(4). Information pertaining to this complaint, 1911916-2023-00254, has been captured in (B)(4). MFR#: 1911916-2023-00254 is void as a result.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leaked past the stopper. This occurred with 3 syringes during use. The following information was provided by the initial reporter: "defective/leaking - the leak was between the plunger seal and barrel. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leaked past the stopper. This occurred with 3 syringes during use. The following information was provided by the initial reporter: "defective/leaking - the leak was between the plunger seal and barrel. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no.